Event description:
Reportedly, during the implantation procedure on (B)(6) 2019, the atrial pacing threshold varied between the measurements from the pacing system analyzer (psa) and the programmer. The sensing, threshold and impedance measurements from the psa were normal. After the leads were connected, the atrial sensing and impedance measurements were normal with the programmer. However, the atrial threshold was greater than 4.5 v. Atrial threshold was measured at 1.5 v in one test, however when the test was repeated, the threshold value was inconsistent. The physician changed the position of the atrial lead, however the situation continued. Reportedly, current of lesion was not observed in the egm of the psa, which could be an indication of lead contact with the surface of the myocardium. Based on preliminary analysis, the atrial threshold values were suspected to be unstable.

Manufacturer narrative:
Based on preliminary analysis, the reported event could be attributed to an atrial lead micro-dislodgment and/or the patient¿s physiology.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2019, the atrial pacing threshold varied between the measurements from the pacing system analyzer (psa) and the programmer. The sensing, threshold and impedance measurements from the psa were normal. After the leads were connected, the atrial sensing and impedance measurements were normal with the programmer. However, the atrial threshold was greater than 4.5 v. Atrial threshold was measured at 1.5 v in one test, however when the test was repeated, the threshold value was inconsistent. The physician changed the position of the atrial lead, however the situation continued. Reportedly, current of lesion was not observed in the egm of the psa, which could be an indication of lead contact with the surface of the myocardium. Based on preliminary analysis, the atrial threshold values were suspected to be unstable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure on (B)(6)2019, the atrial pacing threshold varied between the measurements from the pacing system analyzer (psa) and the programmer. The sensing, threshold and impedance measurements from the psa were normal. After the leads were connected, the atrial sensing and impedance measurements were normal with the programmer. However, the atrial threshold was greater than 4.5 v. Atrial threshold was measured at 1.5 v in one test, however when the test was repeated, the threshold value was inconsistent. The physician changed the position of the atrial lead, however the situation continued. Reportedly, current of lesion was not observed in the egm of the psa, which could be an indication of lead contact with the surface of the myocardium. Based on preliminary analysis, the atrial threshold values were suspected to be unstable.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2019, the atrial pacing threshold varied between the measurements from the pacing system analyzer (psa) and the programmer. The sensing, threshold and impedance measurements from the psa were normal. After the leads were connected, the atrial sensing and impedance measurements were normal with the programmer. However, the atrial threshold was greater than 4.5 v. Atrial threshold was measured at 1.5 v in one test, however when the test was repeated, the threshold value was inconsistent. The physician changed the position of the atrial lead, however the situation continued. Reportedly, current of lesion was not observed in the egm of the psa, which could be an indication of lead contact with the surface of the myocardium. Based on preliminary analysis, the atrial threshold values were suspected to be unstable.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.